Event description:
Per the audiologist report, this patient experienced an irritation associated with his speech processor rubbing against the skin behind the pinna in september 2005. On march 13, he returned to the implant center, at that time, the imjplant was exposed. His surgeon will revise the skin flap on april 13, 2006.